Manufacturer narrative:
Additional information was received from the reporter. The pod was removed due to increasing blood sugar levels that were unresponsive to programmed bolus doses. Upon removal of the pod a lump was noted that was excreting pus. The pus was wiped away, and antibiotic cream was applied. The patient was taken to the hospital for assessment and was tested for staph aureus. The results came back negative. It was reported that the patient's arm healed well, and no further intervention was needed. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
An mhra user report has been received, reported by the user "the insulin pump stopped giving insulin in the middle of the night which led to hyperglycemia. 2 corrective bolus doses were given at 1am and 5 am which only resulted in minor drops in bg levels. This eventually led to ketone build up of 0.4. The insulin pump was changed in the morning. Once removed off the skin, pus came out of the cannula site and a little bump was noticed under the skin." Insulet contacted the patient's legal guardian (lg) who responded to insulet on (B)(6) 2025 with additional information. "The patient is doing well. The lump under the skin is gone. To treat the site the lg used saltwater pads on the lump after wiping off the pus and used some antibiotic cream for a couple of days. Her father took her to the hospital next day to have it checked by the paediatric nursing team who took a swab to check for staph aureus. The results were negative. However, this could have been because of the antibiotic cream used the previous day. No further intervention was needed after that and her arm has healed well".